Event description:
Related manufacturer reference number:2017865-2024-57805. It was reported that the right ventricular lead exhibited high impedance and the right atrial lead dislodged. Both leads were explanted and replaced. The patient was in stable condition.